Event description:
It was reported that the patient underwent a revision procedure due to the device being too small with an inflatable penile prosthesis (ipp). The ipp cylinder and reservoir was explanted and a new ipp cylinder and reservoir was implanted.